Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 3/11/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. There was no alval or pseudotumor found. Lab values indicated metal ion levels were below 7ppb. The part/lot is being updated for the stem. The complaint was updated on:3/29/2016.

Manufacturer narrative:
See report for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised address pain. Update rec'd (B)(6) 2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, instability, disfiguration, pseudotumor, synovial fluid collections, altr, elevated levels of cobalt and chromium in his blood serum, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. A stem is being added to address the elevated ion levels.

Manufacturer narrative:
Additional narrative: update 3/11/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. There was no alval or pseudotumor found. Lab values indicated metal ion levels were below 7ppb. The part/lot is being updated for the stem. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.